Manufacturer narrative:
Internal complaint reference: (B)(4). Gu, a., & bauman, n. M. (2017). Bipolar radiofrequency ablation (coblation) of external auditory canal lymphatic malformation and other soft stenoses. Annals of otology, rhinology & laryngology, 126(12), 835-838. Doi: 10.1177/0003489417739011.

Event description:
It was reported that on literature review "bipolar radiofrequency ablation (coblation) of external auditory canal lymphatic malformation and other soft stenoses", 1 patient experienced a pinpoint tympanic membrane perforation after a eac surgery procedure using a reflex ultra ptr wand device. The perforation healed spontaneously 2 weeks later. Patient had resolution of their eac symptom after 2 procedures spaced 8 weeks apart. No further information is available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reported from a literature review article documents that a 10 year old female with a microcystic lymphatic malformation being treated with two external auditory canal (eac) coblation procedures using a reflex ultra ptr wand experienced a pinpoint tympanic membrane perforation after the first procedure. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images is required. No further clinical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).